Manufacturer narrative:
Device evaluation summary: the se (service engineer) inspected the device, verified the customer reported issue of ventilator inoperative, verified that est (extended self-test) was never run and found a diagnostic code relevant to the reported issue recorded in the device memory logs. The se updated the software to the current revision and performed extended self-testing on the device and all tests passed. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, while in use on a patient a 980 ventilator failed with a ¿vent inop¿ (ventilator inoperative) and safety valve open error message. The patient was removed from the ventilator and placed on an alternate ventilator without harm.